Manufacturer narrative:
Date of event: event was reported as "going on for a while" ("within 2018"). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was not working properly after they moved to (B)(6). They noted they had a loss of therapy and it was ¿not working properly right now getting up a lot night and during the day¿. The exact date of the start of the issue was unknown. Prior to report, the patient had been reprogrammed quite a bit as an action to resolve the issue. They stated that it would work for a while then would not work so they ¿went it a lot¿. The patient worked with a staff member at the healthcare professional¿s (hcp) office that did the programming and would assist the patient over the phone or they would go to the office. The patient noted that the hcp called them and told them they would need to ¿have the surgery again¿. They were also told by the manufacturer¿s representative that the device should last 8-10 years and should not need surgery. The patient was going to follow up with their hcp for the issue. Additional information received from the patient on (B)(6) 2018 reported they were not feeling the stimulation and had not been getting symptom relief as they had been ¿up all night running to the bathroom constantly¿. As an action taken prior to this report, the patient had been reprogrammed for the lack of symptom relief but the issue continued. They stated that they issue had been going on for a while (¿within 2018¿). The patient requested assistance for turning off the stimulation for an MRI unrelated to the implanted device/therapy and this was successfully done. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient needed assistance with turning the implant back on. Troubleshooting attempts were made and the patient confirmed being able to successfully sync the patient programmer with the ins and turned the implant back on. The patient noted that the ins had been off since last thursday and the patient goes to the bathroom the same amount of time that she would go when the ins was on. The patient clarified that she was not seeing the therapy control and just had the implant done 3 and a half years ago. The patient mentioned that she felt like she needed to get the ins replaced. The patient declined to make any adjustments with the stimulation intensity because the patient had been reprogrammed so many times and nothing seemed to work. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.